Manufacturer narrative:
The cutter reported in this event has not been returned for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a hospital in (B)(6) stating that the machine set-up and primed with no issues. However, once the procedure began, the cutter was not cutting. The cutter was replaced and the procedure was completed without any injury or consequences to the patient.

Manufacturer narrative:
One opened bl5523wv from lot v6020 was returned for evaluation. Visual examination found the tip protector missing, the needle is bent and fluid is visible in the tubing. The port window is in the opened position. The back cap is aligned with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was done using a stellaris pc system. During the functional testing, the inner needle blocked the port window preventing the cutter from cutting and aspirating. It should be noted that a bent needle could contribute to poor cutting performance due to the binding between the inner and out needle assembly. The cause of the bent needle cannot be determined. Based on all information, no causal factors can be determined and no conclusion can be drawn.